Event description:
It was reported that an atrial lead dislodgement was observed during a post implant chest x-ray. The patient was asymptomatic. The lead was successfully revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.